Event description:
The facility returned the device for service. During service, the pump head mechanism failed the accuracy test. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 02 2007. Evaluation summary:the infusion pump was tested for accuracy at 100ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/- 5%. Inspection of the device found that the accuracy failure was caused by a faulty pump head mechanism, and therefore the pump head mechanism was replaced.